Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the burning sensation had not been determined. They don't know what may have caused it. They reported that at times, they had experienced discomfort when leaning on the implant. They said they had an appointment with their doctor on (B)(6) 2025.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient stated having a lot of hip pain and had an MRI to try to figure out what was going on. Patient stated when having the MRI the implant was put into MRI mode on tuesday and everything went fine except patient has claustrophobia. About an hour after the MRI, patient turned off MRI mode and things were fine until the middle of the night. About 3am, patient woke up because the area was burning. Patient felt like they was being burned from the inside. It woke patient up out of a sound sleep because it was burning so bad right at the implant site. Patient turned device off and then turned it back on later and the burning went away and has been fine since. Patient has not had any hard falls. Agent redirected to healthcare provider(hcp). Patient mentioned having an appointment with healthcare provider in a couple weeks. Patient asking if a hcp can do therapeutic ultrasound. Pss reviewed compatibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.